Event description:
A malfunction on a pump was reported by a caller, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appears again, and the caller acknowledged and understood the instructions.